Event description:
On (B) (4) 2009, an isi representative reported this event and on april 1, 2009, medwatch uf/importer report #(B) (4) was rec'd from the user facility which stated the following: "pt had robotic laparoscopic hysterectomy with bilateral salpingo-oophorectomy and uterus morcellation. As reported by the surgeon: the pt was undergoing a robotic hysterectomy. The pt had large uterine fibroids. The hysterectomy was going well; however, the pt was found to have some cautery injury to the rectosigmoid junction. Colorectal surgical consultation was obtained to evaluate the area of cauterized segment. On careful inspection, using the robotic system, it was found, there were a few areas of cautery with some deeper areas of white discoloration around the cautery sites. It was deemed unsafe to leave this area alone. It was recommended to proceed with segmental resection of this area located within the rectosigmoid junction and to proceed with a primary anastomosis. A segmental distal sigmoid colon resection with end-to-end coloproctostomy was performed. Post op dx: rectosigmoid cautery injury during robotic hysterectomy. Pt informed, discharged in good condition. Monopolar curved scissors: 4th use of allowed 10 times. Expiration date entered in not exact. Tip cover accessory appears to have several holes in it. Also, used during procedure in another robotic arm that contains a bipolar forcep, pk dissector.

Manufacturer narrative:
The instrument and accessory used during the surgical procedure have not been returned for eval. The root cause of the customer reported failure mode cannot be determined. If add'l info becomes available, a follow-up MDR will be submitted. As of (B) (6) 2009, there have been no reported recurrences of this issue at this hosp.